Event description:
Device did not beep or vibrate to warn of falling blood glucose level. Following minor change in normal meal food intake, bg fell rapidly. Fall was anticipated and watched for considering large number of variables in this. Device did beep and vibrate in the past at user-assigned setpoints. Display on device did indicate bg levels where beep/vibrate would take place in properly-functioning equipment, but did not in this instance. Recurrent episodes of same syndrome on later dates without repercussions because of regular inspection of display on device. Five year experience with device with zero intervention-requiring events.